Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he couldn¿t adjust stimulation because the patient programmer (pp) screen was showing an informational power on reset (por). The patient also reported that he didn¿t feel stimulation. The patient reported that ¿it¿s not working because where I had it set at if I was lying down and turned a certain way I could feel it a good bit. I laid down and pressed back there with my hand.¿ the patient confirmed he was still talking about not feeling stimulation. The patient was walked through clearing the por and turned the ins back on. The patient confirmed the ins was back on and the por was cleared. No further complications were reported.